Event description:
It was reported by the customer that the balloon did not deflate and did not drain. Patient (15 years old) was sent to the ER where the catheter was able to be removed. No information was received regarding any serious injury as a result of this product issue.